Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/+7,5 ; cat# 6570-0-736; lot# 70046603. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
This pi is for the patient's second revision on (B)(6) 2019. As reported by rep: revision of acetabular liner and femoral head. This was patient's second revision. This was due to elevated white blood cells. Wash out replaced liner and head. No implants to be returned. Not a failure of implants. Original surgery (B)(6). Revision (B)(6) due to femoral fracture. Update: right hip.